Event description:
It was reported that the patient was getting ¿electrocuted 30 times a day starting in (B)(6) 2010.¿ it was noted that the patient had surgery in (B)(6) 2011 and the surgery resolved the problem, but the 2 leads were left inactive.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had an older system and the leads were still left in place. The patient had a new implant by another practitioner and they were still using the newer system on a daily basis. It was reported that the implantable neurostimulator (ins) and leads were replaced. The patient outcome was no injury and the patient recovered without sequelae.